Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the optic and haptic torn. A portion of the lens is missing. Corrected data: common device name should be corrected to phakic toric intraocular lens in original MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.0/+1.5/084 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.